Event description:
It was reported that a spectrum pump has a "door not fully latched" alarm. It was also reported that there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. The pump was received inoperable due to the reported "door not fully latched" messages. This deficiency was caused by loose link screw. The condition was eliminated during evaluation by adjusting the screw with the door performing as expected. The link screws will be replaced.